Event description:
It was reported that during surgery on (B)(6) 2024 the ratchet handle was stuck and would not ratchet. There was no harm or delay reported. An alternate device was available for immediate use. Diligence is complete with no additional information. As no additional information is available, we are unable to provide further information. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the ratchet gear, pin and screw were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.